Event description:
The customer returned the high definition liquid crystal display monitor, which is an olympus asset with no reported complaint. During the evaluation of the device, low image quality was observed. The service repair technician assessed the condition and determined that the issue was most likely due to dead pixels in the liquid crystal display. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the low image quality was dead pixels in the liquid crystal display. The conclusion was that the issue was traced to component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.